Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image flickered, froze, or disconnected. The customer stated there was a "loose" cable connection which caused "video interruptions" when in use. The customer had to unplug/replug the hdmi connection between the video baton and smart cable to restore video, and then "brace" the video baton and smart cable hdmi connection together to ensure the continuity of video. No use of a backup device or harm to the patient or user was reported.

Manufacturer narrative:
The customer's glidescope core smart cable and glidescope video baton 2.0 large were replaced, and the reported cable and video baton were returned to verathon for evaluation. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue but only with the glidescope video baton 2.0 large. The glidescope core smart cable passed visual inspection and produced a normal image when connected to verathon test equipment with no issues found during evaluation testing. The camera image quality test was performed for the glidescope core smart cable and passed. The glidescope video baton 2.0 large passed visual inspection but the image intermittently flickered with horizontal green lines when the connection point was manipulated. The camera image quality test was performed for the glidescope video baton 2.0 large and failed. Upon completion of the evaluation, both the glidescope core smart cable and video baton 2.0 large were scrapped due to the customer already being provided replacement devices. Corrective action is not required at this time. Verathon will continue to monitor for trends.